Event description:
The customer reported intermittent downward motion. No patient involvement.

Manufacturer narrative:
The service rep ordered the ps3 lift column power supply, and sent it to site for them to install.